Event description:
Caller reported a minimum fill notification when attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The issue was resolved by loading a second cartridge onto the pump, allowing the caller to resume insulin administration. No additional information on product lot number was available.